Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the insertion tube surface comes off. Based on the results of the investigation, the most probable causes are possibly due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the oes hysterofiberscope exhibited that the insertion tube surface comes off. There were no reports of patient involvement.